Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that poor atrial sensing was noted on the right atrial (ra) lead one day post implant. Diagnostic testing and an x-ray was performed. The lead was revised and remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.